Manufacturer narrative:
(B)(4).

Event description:
It was reported that the high impedance and high threshold was observed for the atrial lead and there was a vibrational alert. A possible connection issue with the pacemaker was suggested. The lead was turned off and the patient was in good condition afterwards.